Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 600 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was unable to complete rewind process. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, off no power, unexpected restart, rewind, basic occlusion, prime and self tests. The pump was received stuck in the motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery or occlusion tests due to the motor error alarms. Unable to perform the unexpected restart error tests due to the motor error alarm. All operating currents were within specification. The pump was received with a partially broken reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, cracked battery tube threads, a cracked case and missing reservoir tube o-ring.